Event description:
The caller alleged poor precision with the meter. Sample tested on three different meters. The following results were reported: inratio meter 1, 3.6, 4.4, meter 2 2.2, meter 3 2.8 lab unavailable, new strip test results: meter 1 2.0, meter 2 2.1 lab , meter 3 1.9 lab.